Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor left ventricular (lv) lead exhibited high out-of-range pace impedance measurements (>2500 ohms), which had gradually risen from 1300 ohms. Other pace/sense vectors were tested and found to cause diaphragmatic stimulation. All other lead measurements were found to be within expected limits and stable. Boston scientific technical services (ts) was contacted for assistance and reviewed possible root causes including a fracture or poor electrical connection between lead tip and tissue. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the clinic plans to continue monitoring the patient and there were no adverse patient effects. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.